Event description:
Reference number (B)(4). Event occurred in the united states it was reported that a cannula detachment event occurred on (B)(6) 2026. The patient's clothing became wet, and upon checking, the cannula was found to have been pulled out, resulting in leakage. No further information available.